Event description:
It was reported that following an ipg upgrade procedure, high impedances were noted on the patients lead. Reprogramming was attempted, however, unsuccessful. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was discarded by the medical facility.